Event description:
Additional information was received from the surgeon. During the event there was occlusion and insufficient irrigation, but no occlusion alarm sound. The event lasted only the first seconds of the pre-phaco and sculpt phases. The patient was hospitalized one night as result of the event and 2 stitches were required. The thermal burn resulted in wound leakage. There was not anterior chamber shallow/collapse. There was corneal endothelial touch/damage, intraoperative hypotony, iris damage and corneal opacity. The sutures resulted in post-operative irregular astigmatism that was not measurable at day 15 (radial folds). There was also intermittent seidel. The corneal opacity resulted in equal or more than 2 line decrease in bcva compared to baseline. The patient will have a surgery revision for sutures due to intermittent seidel.

Event description:
A consumer reported that during the grade 2 of a surgery there was no irrigation and aspiration. As result of the event the patient had a corneal burn. The event was described by the reporter as white magma diffusion all the way to the cornea. When they changed to grade 3, everything returned to normal and the surgery was finished without any further issue. There was no sound alert or occlusion during the first phase which lasted 2 minutes maximum. Additional information has been requested but not received to date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the facility. This patient was the seventh patient of the day. The affected eye was the right eye. The facility respected the viscoelastic delay at room temperature prior to surgeries. The viscoelastic was at room temperature when used. The bss was not cold. The surgeon added some viscoelastic prior to sculpt step as the eye was complicated to operate. The surgeon had the intelligent phaco function deactivated for sculpture. During the surgery the patient´s eye level versus the cassette level was the same. The sound intensity of the occlusion alarm is set very low on the machine. The surgeon did not hear any occlusion alarm. The facility examined the handpiece used for the surgery and did not seem occluded. Facility did not recently change their cleaning and sterilization procedure. This is one of seven reports being filled for this facility. This is one of two reports being filled for this patient. This report is for system and the first patient with corneal burn.

Manufacturer narrative:
\Evaluation summary: the milky cataract (morganian - a mature cataract in which the cortex has liquefied and the nucleus moves freely within the lens) will test a surgeon's skill, experience, and patience. The surgeon knows how to recognize when eyes are at a greater risk and may use techniques to mitigate the issue. When making the capsulotomy, the ¿milk¿ from the cataract fills the anterior chamber, obscuring the surgeon's view. The anterior capsulotomy may not be complete. Filling the anterior chamber with viscoelastic before starting the capsulotomy may help. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The vision system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The surgeon stated the occlusion tones did not sound in this case. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The phaco handpiece met specifications at the time of release. The phaco handpiece was received. A visual assessment of the returned sample did not reveal any visual non-conformities. A fingernail was used to attempt to penetrate through the cable jacket of the handpiece (hp). The cable jacket passed the test by sufficiently withstanding the force. The ground resistance of the hp was also checked. The hp was then connected to a calibrated system hotbed and was able to prime and tune successfully. The hp was then run at 100% for 5 minutes. The ultrasonic and torsional stroke measurement were found to be in specifications. The returned handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Device history record (DHR) review of custom pak did not show any abnormalities. Also no remarks were made during the manufacturing process of this lot. The sterilization cycle was checked for this specific custom pak lot and no abnormalities were reported. Review of the batch related documentation of this specific lot showed no irregularities. Custom pak was released according to the specifications. Based on the performed investigation, no direct root cause for this issue could be found within the manufacturing and the sterilization process. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. It remains inconclusive-unable to verify.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).